Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation device malfunction occurred. After the dilator was removed, the hemostatic valve failed and started bleeding back. The sheath was replaced and the issue resolved. No patient consequence was reported. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation and noted on march 29, 2019, that the hemostatic valve was collapsed into the hub and the shaft was kinked. The hemostatic value issue (separation) described in the event and reviewed by the bwi product analysis lab was assessed as a reportable malfunction. The shaft kinked issue was assessed as not reportable. The potential risk that it could cause or contribute to a death or serious injury was low.

Manufacturer narrative:
Additional testing was performed on june 20, 2019. The scanning electron microscope (sem) analysis results revealed evidence of mechanical damage on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The issue with the hemostatic valve remains assessed as a reportable issue. Investigation summary: it was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After the dilator was removed, the hemostatic valve failed and started bleeding back. The sheath was replaced and the issue resolved. No patient consequence was reported. The device was inspected and the hemostatic valve was collapsed into the hub and the shaft was kinked. A scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve and on the shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference number:(B)(4).